Event description:
In 2008, the patient was implanted with a gore tag thoracic endoprosthesis to treat a traumatic injury to the thoracic aorta. The patient's left subclavian and left common carotid arteries were covered, and a transposition was not performed. Ten days later, the physician explanted the device because it had collapsed. No further complications have been reported.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that this lot met all pre-release specifications. The device was oversized. The aortic treatment range for the device is 23-24mm.